Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female who underwent primary breast augmentation with 490cc mentor memoryshape breast implants experienced bilateral capsular contracture accompanied by pain post procedure. The pain was described as burning with pressure. It was stated to be more pronounced on the left side. The capsular contracture was baker grade ii. The patient demonstrated concern over breast implants and sought out the opinion of two physicians. On (B)(6) 2019 a physician¿s examination determined that symptoms the patient was demonstrating was due to the capsular contracture. The possibility of future explant is indicated, however, at the time of this report, mentor has received no information regarding an expected explantation date. See 1645337-2020-02703 for contralateral prosthesis report.